Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-04596, 1627487-2013-04597. It was reported the pt was unable to feel stimulation on the right side unless she moved her head to the left. The sjm rep met with the pt and determined there was one contact on a lead which was invalid. In addition, it was reported the ipg position was to be moved due to loss of weight. It was reported when sitting, the pt felt as though she was sitting on the ipg. Follow-up identified the physician replaced both leads. It was reported the left lead had invalid impedances and the right lead was not providing effective stimulation. In addition, the physician repositioned the ipg into a pocket which was higher dur to the discomfort. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.